Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was high and patient was treated with lantus. The patient reported experiencing an occlusion in the infusion set, noting limited ability to select appropriate infusion site due to a history of three c sections and spinal issues. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.